Manufacturer narrative:
Device passed self test. Device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 23 due to pump error 38. Device tested outside the insulin pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had post reset ram crc alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they were unable to clear the alarm. Customer was unable to rewind insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.